Manufacturer narrative:
(B)(4), date sent: 05/29/2025. D4: batch #798c14. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pse60a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. During the firing it was noted that the instrument did not switch to the high power mode once the knife passed the lockout point. This is consistent with the reported complaint of difficulty firing in tissue. The device was disassembled to verify the internal components, the pcb board was noted to be not functional as expected power. No conclusion could be reached as to what may have caused the pcb board to be damaged. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished pse60a, with lot/batch number c9da6k, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 798c14, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lung resection procedure, it was observed that the device could not be fired. Changed to a new one to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.